Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event that the receiver is intermittently power recycling on its own. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver is intermittently power recycling on its own. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.